Event description:
In 2007, the patient reported that his up/down buttons were not functioning and he was not able to bolus. His blood glucose was elevated to 467 mg/dl and he stated that he "felt miserable." He stated he was away from home and he had insulin injections to lower his blood glucose. He had a backup infusion device at home. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.